Manufacturer narrative:
(B)(4) initial report. Additional information and the reported instrument have been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records were retrieved and reviewed, it was found that the parts associated with these records conformed to material and dimensional specification. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
It was reported that the pin on the unity 4:1 cutting block was broken at the -/+ adjustment point of the instrument.

Manufacturer narrative:
(B)(4) final report. Please note: this MDR was originally filed on 25 jan 2016 to an esubmissions test account. Additional information and the reported instrument were requested in order to progress with the investigation. The appropriate device details were provided and the relevant device manufacturing records were retrieved and reviewed, it was found that the parts associated with these records conformed to material and dimensional specification when manufactured. Upon receipt of the reported device at corin (B)(4) it was confirmed that part of the instrument had broken off. Since the manufacture of the instrument related to this case a design change has been implemented from the use of an adhesive to a weld joint on this part of the instrument. Based on this, corin now considers this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
It was reported that the pin on a unity 4:1 cutting block was broken at the -/+ adjustment point of the instrument.